Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventrio. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2012) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventrio. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with ventral hernia thereby underwent with open repair with implant of ventrio mesh (device #1). Per operative notes,¿the sac was dissected away from the skin and subcutaneous tissues. After extensive lysis of adhesions, ventrio mesh (device #1) was placed and tacked. (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia, small bowel perforation and mesh infection thereby underwent with open repair with removal of ventrio mesh (device #1) and implant of xenmatrix (device #2). Per operative notes,¿the murky fluid was noted throughout the mesh area and the tissue surrounding the mesh were eroded and macerated. The entire mesh (device #1) was removed from the anterior abdominal wall. The small intestine was resected from the mesh and xenmatrix (device #2) was placed. Attorney alleged that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, infection, mesh migration, pain, ascites, hollow viscus injury, hernia recurrence and emotional injuries.